Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficulty to deploy. Block h11: the returned resolution 360 ultra clip device was analyzed. The device was returned without the clip assembly and showed evidence of full deployment. Per microscopic and visual inspection, the control wire was kinked, and the catheter was both kinked and unraveled. No other problems with the device were noted. The reported event of clip difficult to deploy was confirmed. It is likely that the physician experienced challenges during clip deployment, resulting in the control wire bending and the catheter becoming kinked and unraveled. Contributing factors may include the application of excessive force during deployment or the use of pliers to pull the control wire to assist with clip placement. Additionally, several procedure-related aspects, such as angulation and technique, may have played a role in these difficulties. Based on all available information, the probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the duodenal bulb during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. It was reported that the first clip reportedly misfired, and the handle wire broke. It was later confirmed that the clip did release from the catheter, but the release process was difficult. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the duodenal bulb during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. It was reported that the first clip reportedly misfired, and the handle wire broke. It was later confirmed that the clip did release from the catheter, but the release process was difficult. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficulty to deploy.